Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was intermittently charging. Additionally, it was reported the the pump shutdown unexpectedly. Customer's blood glucose level was not impacted. Reportedly, the customer used a new charging cable and pump successfully began charging. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.